Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission: 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a visual inspection of the pump showed that there was evidence of rust/corrosion in the battery compartment. The pump failed a leak test due to a battery compartment crack and a bolus button leak. The audio bolus button cover was damaged. The pump did not power on during testing. The pump cover was opened and evidence of moisture was found on the battery canister.